Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No fault was found. A leak test was performed. Leakage was found in the solvent bond between the lumen tube and connector. The product problem was attributed to a manufacturing problem.

Event description:
Information was received indicating that immediately following use of a smiths medical level 1® fast flow fluid disposable, leaking was observed. There were no reported adverse effects.